Event description:
It was reported that the patient experienced urethral atrophy at the cuff site of their artificial urinary sphincter (aus). All existing device components were explanted and replaced with a new aus. No patient complications were reported.